Manufacturer narrative:
The administration sets were not returned due to customer already had discarded them. The associated pump was returned. DHR for administration set was reviewed and showed no defects. Investigation on pump showed that pump passed 40 psi test and other functional tests. Volumetric tests showed that the pump infused in the correct forward direction and the infusions were low. A preventative maintenance was also performed by third party on (B)(4) 2013. Pump¿s maintenance due date was changed from (B)(4) 2013 to (B)(4) 2014. Pump¿s calibration data values are still the same when compared to the DHR. Pump was re-calibrated to resolve the under infusions. Complaint could not be confirmed.

Event description:
Info received from a pharmacist¿s note alleges that tubing has a reverse flow. Wife hooked patient up to the tpn and when she ran the pump, patient¿s blood started coming into the line and up the tpn tubing. She stopped the pump and was wondering what she did wrong. Pharmacist had her disconnect the tubing from patient, flush his line with nss, run the pump without it being hooked up to patient but run backwards (fluids going back into the bag instead of out). Pharmacist asked her to take the tubing out manually prime the set again place it back in the pump and run. Again, the fluids ran back into the bag. Pharmacist had her start over with a new tpn bag and a new administration set but the same thing happened again. She took the tubing out and put it back into the pump then started it again. This time the tpn flowed in the correct direction so she hooked it up to the patient. However, patient¿s blood began coming out of his line and into the tpn tubing again. Pharmacist had her disconnect and flush patient¿s line with 2 nss and 1 heparin flush.